Event description:
It was reported the rigid video laparoscope showed an image, but it was un-sharp. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the charged couple device (r-unit). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.